Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the unit had moisture throughout the inner part and some components were oxidized. In addition, the knob component was missing from the unit. Functional testing was performed; however, a current test could not be performed due to an open circuit. It is possible that the open circuit was due to overheating of the unit. Based on the investigation performed, the reported complaint was confirmed. All aquatherm heaters are 100% inspected during manufacturing; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It was determined that operational context caused or contributed to the reported defect.

Event description:
Customer complaint alleges "the unit will not heat". The reported defect was detected prior to use. It is unclear if the reported defect was detected in the clinical setting. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A device history record investigation of the device involved in this complaint did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. The device has been returned to the manufacturer, however the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "the unit will not heat". The reported defect was detected prior to use. It is unclear if the reported defect was detected in the clinical setting. There was no patient involvement reported.